Event description:
A pt's spouse reported glucose results of 184 mg/dl and 131 mg/dl with a lifescan meter, preformed wihtin 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of >= 20% and/or <= 20 mg/l, thereby indicating a potential malfunction of the meter in terms of precision.